Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected troponin (accutni) result above the ami cut-off for one (1) patient generated by the unicel dxc 600i access immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer complaint record, the accutni sample was collected in a 13x100mm greiner serum tube and centrifuged for ten minutes at 3000g at room temperature. The customer noted that the sample was a full draw and clear in appearance. No issues were noted for this sample. Per the customer complaint , accutni qc has been resulting within the customer's established ranges. Specific qc data has not been supplied to date. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.